Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
End user reports using for many years and recently developed a red solid rash clearly demarcated under tape. Patient experienced the condition for a period of one month prior to complaint receipt. Medical doctor ordered hydrocortisone cream. Cleanses skin with soap and water and applies protective barrier wipes, dries. Then applies paste and wafer. Patient outcome was not reported.